Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was experiencing withdrawal following a catheter access port procedure. The patient had visited an ER, and a physician had checked the patient's catheter, because the patient had been in pain over the last 2 weeks as the pump was rubbing against his ribs. The physician wanted to make sure the catheter was fine. A baclofen pump diagnostic myogram dye contrast study was conducted on (B)(6) 2010. The physician was able to draw back 3 cc's of clear fluid through a 24 gauge needle. The radiologist did not return the medication, as it was determined that the catheter was not primed with medication. The pump was, however, refilled with baclofen after the fact. The patient's spasticity had returned, and the patient was curled up in the fetal position and was sensitive to the touch. The patient's lower body, especially the legs, were also noted as shaking. It was indicated by the patient's mother that the patient had looked like he had a seizure following the procedure. The patient's outcome, in addition to the concentration and daily dose of the medication being administered via the pump, were not reported. Additional information has been requested from the hcp, but was not available as of the date of this report.